Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that she was unable to push any buttons. The customer's blood glucose was 183 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.